Event description:
Device report from synthes europe reports an event in israel as follows: during craniotomy procedure using matrix neuro implants, three separate 5mm screw heads broke off during final screwing phase (while the screw is already seated in the skull bone). This problem occurred during closure of the bone flap. Other matrix neuro 5mm screws and 4mm screws were used without incident. The surgeon did not remove the screws, but rather used new screws beside the broken ones. A surgical delay of approximately five minutes was reported due to the complained event. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the usawithout a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.